Manufacturer narrative:
Investigation of this issue and the recall activities for these lots are in progress. FDA will be notified upon additional information available. Device from the same lot evaluated.

Event description:
Four complaints were received from customers who observed an uncharacteristic odor emanating from sps-1 (static preservation solution) solution bags and the solution itself. Related ors(organ recovery systems, inc.) (B)(4). Lots involved: sps-1_1l: pbr-0060-392, sps-1_1l: pbr-0060-386, sps-1_2l: pbr-0074-330, sps-1_2l: pbr-0074-337. In cases where the 1l and 2l were included in the complaint, the customer notified us that they had noted a sulfurous odor while using one bag of sps-1_1l. After initial investigation it is confirmed that the device is malfunctioned. Complaints were determined to be potentially reportable. Ors management decided to initiate a voluntary product recall in parallel with the investigation. The FDA (B)(6)office was notified of the initial actions for lots pbr-0060-392 and pbr-0074-330 on 15dec2016. Date complaint received for lot pbr-0074-330: december 13, 2016. FDA recall number: z-1111-2017.